Manufacturer narrative:
Physio-control further examined the customer's device and observed that it had been damaged extensively by a heavy object. The lcd display was badly cracked, making it illegible, and there was evidence that the device itself had been twisted, as it would no longer rest on its four bottom feet. On the bottom side of the device enclosure was a compression crack. The exterior soft case had been both torn and cut. Despite this physical damage, the device would charge and shock during testing. Based on the information available, physio determined that the cause of the reported issue was use error due to extensive physical damage.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control had removed the customer's device from service in order to perform a software update to the unit. There was no patient use associated with the reported event. Upon evaluated of the customer's device, physio observed that the display was distorted and not legible. As a result, the labeling for both the analyze and charge soft key buttons at the bottom of the display would not be seen by the device user. This issue has the potential to either delay, or prevent, defibrillation from being delivered.